Manufacturer narrative:
Date sent to the FDA: 10/10/2008. The device was received for evaluation, however, there is no test method to evaluate the propensity of a given patient to develop intra-abdominal adhesions. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International customer reports the following possible products: lot: unk.

Event description:
International customer reported that a patient underwent an incisional hernia repair with mesh implant in 2007. The patient returned to his doctor one year later for an unknown reason and the patient was returned to surgery at which time the surgeon observed adhesions to the mesh. The mesh was explanted and replaced with a competitor product. The patient is reported as fine.